Manufacturer narrative:
Evaluation summary: the analysis results found that device a was returned with the blade gouged, nicked, and cracked and device b was returned with the blade scratched, gouged, and cracked due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. Minor blade may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. The instructional insert states: avoid accidental contact with other instruments during use.

Event description:
It was reported that during the laparoscopic gastric bypass procedure, product worked for a period of time, in the middle of using the product, it gave a generator error code 5. The case was completed with a same like device. No patient consequence.